Manufacturer narrative:
Pharmacovigilance comment: pb (B)(4) 2013, the event cellulitis was assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013, from a non hcp and concerned about a patient of unknown age and gender. The patients' medical history and concomitant medications were not reported. On unknown dates, the patient started treatment with restylane l (cross linked hyaluronic acid) for unknown indication. It was reported that on (B)(6) 2013 the consumer had submitted product complaints for 5 different restylane-l products. All 5 products returns had the same lot number, however, the numbers were not reported. Amongst the five product complaints, there was a patient who had experienced cellulitis. The outcome of the event was unknown. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of (B)(4)). This case is linked to (B)(4).